Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a maxplus bi-fuse extension set leaked after 50 minutes of infusing chemotherapy. The leak was noted at the joint of the y-site. There was no report of patient harm.

Event description:
The customer reported that the patient had noticed arm was wet during an infusion of irinotecan and leucovorin .the nurse determined that it was leaking at the y-site.